Event description:
It was reported that device had unknown defect.  No patient impact. Analysis confirmed that there was bur broken in the collet.

Manufacturer narrative:
H3: product analysis found that there was a broken bur in the handpiece, and that collet nut was scratched, and bearings and seals were worn out. Visually, only green seal and a fragment of the outer hub (proximal end of the outer hub) were returned. The seal as well as proximal end of the outer hub were worn out. There was a crack noted at the proximal end of the outer hub. The fragment of the outer hub measured 0.456 inches from the proximal end of the outer hub to the broken point, and the crack measured 0.354 inches diagonally. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.